Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 598 mg/dl and the customer was hospitalized. Customer alleged elevated bg was due to the pump and declined to provide further information. As the customer did not have the pump at the time of the report, tandem technical support (cts) was unable to perform a pump system check. Customer disconnected from the call with cts. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.